Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unk), the device failed to charge energy. A second attempt was made, however, the device failed to charge energy. The device charged energy successfully upon the third attempt. Complainant indicated that the patient subsequently expired.